Manufacturer narrative:
Additional manufacturer narrative: the valve degeneration clinically observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included endocarditis, hypertension, and other potential unknown factors.

Event description:
Edwards received information that a 25 mm valve was last reported to be treated with valve-in-valve intervention.

Manufacturer narrative:
Diagnostic imaging was returned for evaluation; therefore, the reported clinical observation was unable to be confirmed. The device remains implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It is well known bioprosthetic tissue valves can deteriorate with time and eventually fail due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The rate of structural valve deterioration (svd) in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Risk factors previously found to be associated with bioprosthetic svd include younger age at implant, mitral valve position, renal insufficiency, and hyperparathyroidism. Because patient medical history has not been made available, we are unable to determine if patient¿s underlying valvular disease contributed to this event. If additional information does become available, a follow up report will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm 2800 aortic pericardial is scheduled to be treated with an edwards transcatheter valve via a valve-in-valve procedure due to unknown reasons after an implant duration of approximately nine (9) years.